Event description:
This pi is for the revision of patient's primary left hip implant on (B)(6) 2018: in reporting a revision on (B)(6) 2018, rep supplied exam notes which indicated the following: "she fell again, reinjuring the hip. In mid february 2018, [surgeon] operated on her. She is not sure what was done". Upon request, sales branch provided operative sheets including primary implant on (B)(6) 2018 and a revision implant sheet on (B)(6) 2018 in which a restoration modular stem, lfit head, and uhr bipolar devices were implanted along with the use of hospital-owned cables.

Manufacturer narrative:
An event regarding revision surgery involving an accolade stem was reported. The revision event was confirmed as a revision implant sheet was supplied. Root cause not established. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a review of the provided medical records by a clinical physician was rejected with a statement rejected for medical review by dr. (B)(6) today: "need operative notes, patient clinical notes, histopathology, serial x-rays, and examination of the explanted components." Device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because further information such as return of device, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time as no devices and insufficient information were received by stryker orthopaedics. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. Not returned to the manufacturer.

Event description:
This pi is for the revision of patient's primary left hip implant on (B)(6) 2018: in reporting a revision on (B)(6) 2018, rep supplied exam notes which indicated the following: "..she fell again, reinjuring the hip. In (B)(6) 2018, [surgeon] operated on her. She is not sure what was done". Upon request, sales branch provided operative sheets including primary implant on (B)(6) 2018 and a revision implant sheet on (B)(6) 2018 in which a restoration modular stem, lfit head, and uhr bipolar devices were implanted along with the use of hospital-owned cables.